Manufacturer narrative:
The device was not returned for investigation. Fluoroscopy of the disc position before collagen deployment was not obtained, and the images were not provided to cardiva medical inc. It should be noted that imaging is specified in the IFU to locate the disc position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported. Conclusion: fluoroscopy was not utilized to verify disc placement; therefore, it cannot be determined if the disc was properly placed for deployment. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site), and insufficient hydration time of the collagen may have been contributing factors to this event but this is unknown. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. Additional pressure was successfully applied post procedure to reduce a hematoma.

Event description:
The user had 5 fr access in right groin and a 6 fr access in left groin. The user was fixing the left external iliac artery. Upon completion of the procedure the doctor requested that the tech hold a couple minutes longer. The tech deployed 6/7 vascade under fluoro to make sure the disc was not opened inside of the iliac stent. The user removed the sheath and vascade was against arteriotomy. Temporary hemostasis was achieved. Key was brought to white lock and sleeve was retracted. Collagen was exposed and allowed to hydrate for 30 seconds. Upon finishing of the hydration period collagen was deployed and disc was collapsed and vascade was removed. Manual compression of 10 minutes was applied per doctor's request. The user than deployed a 5f vascade in right groin and held for 5 minutes where hemostasis was achieved. While holding the 5 minutes on the right groin, the technician noted that he felt a hematoma on left groin. Additional 15 minutes of manual compression was held and hematoma location was marked. Patient was transported to recovery. While the patient was in the recovery, the patient complained of numbness and tingling in left groin. The nurse did a doppler and did not feel a pulse. Patient was brought back to cath lab for further investigation. The doctor accessed the right groin above previous closed site. He then inserted a rim catheter and went up and over into the left side. Once he took a picture, it showed there was no flow below the external iliac artery. He then wired all the way past the sfa and used pounce thrombectomy. After using the pounce, he recovered some debris which he mentioned that he thinks is the collagen, but no testing was performed to determine if it was collagen or other debris. The doctor then ballooned the area near sfa and profunda and noticed that the profunda was shut down. The patient was then referred to surgery to restore flow to profunda but before surgeon was performed the glow was restored to the sfa and the patient's foot was warm. Patient was on aspirin and plavix and it was recommended that the patient stop taking these for 6-8 weeks. Patient was then discharged.